Manufacturer narrative:
D4: expiration date: added. H4: manufacturing date: added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during initial access with the guidewire, there was vessel perforation distal to the lesion that led to bleeding. The bleeding was treated using codman glue and the bleeding stopped after intervention. Additional information provided by the customer indicated that no anomalies were noted to the device after removal from the packaging or prior to preparation. Based on the information provided, the causal relationship between the subject device and the reported adverse events is unknown. The reported vessel perforation and hemorrhage, blood loss with sequelae are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that during the procedure, there was perforation of a small vessel distal to the lesion which led to bleeding. Perforation was treated using codman glue and bleeding contained. The procedure was completed successfully.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, there was perforation of a small vessel distal to the lesion which led to bleeding. Perforation was treated using codman glue and bleeding contained. The procedure was completed successfully.